Event description:
Analysis of the returned indirect decompression (ID) spacer visual inspection revealed that the spindle cap was cracked at the edge e3, and e4, including damage to the spindle cap and spindle, as well as severe abrasion on the mating surface of the actuator was observed, as a result damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates the break was likely due to excessive force while attempting to deploy against a rigid obstruction, resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result, including should any resistance be encountered during deployment of the implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process), and/or suboptimal implant positioning. Therefore, engineers concluded the probable cause is unintended use error caused or contributed to event.